Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged unexpected shutdown issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump shut off unexpectedly. Customer confirmed pump turned on and resumed insulin delivery successfully. Customer¿s blood glucose level was 119 mg/dl.